Event description:
It was reported that a patient presented with high capture thresholds and high pacing impedance noted on the right ventricular lead. A lead fracture was alleged. The lead was capped and replaced on (B)(6) 2025. No adverse patient consequences were reported.